Event description:
It was reported that the tip of the catheter detached. A 20mm x 3.5mm quantum maverick balloon catheter was selected to dilate the lesion. Before the device was entered into the patient, the tip of the balloon was detached. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded. The distal tip bond was intact; however, the distal shaft was detached 2mm from the distal tip. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tip of the catheter detached. A 20mm x 3.5mm quantum maverick balloon catheter was selected to dilate the lesion. Before the device was entered into the patient, the tip of the balloon was detached. No patient complications were reported.